Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the user not maintaining the device as instructed in the device's operating instructions. The device was in a "not ready" status for over 4 months and the user is instructed to check the device's readiness indicator at least once a month.

Event description:
Physio-control was performing an inspection on the customer's device and observed that the device unexpectedly powers off shortly after the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control was performing an inspection on the customer's device and observed that the device unexpectedly powers off shortly after the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient use associated with the reported event.